Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #(B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center (site #(B)(4)). The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an improper flap side cut during laser assisted flap creation. Additional information has been requested.

Manufacturer narrative:
The company service representative, examined the system. And was able to confirm, the reported event with the observation of a non-conforming figure of merit (fom), drift that was lower than the previous value. The company service representative, performed an energy calibration and the fom was improved. The company service representative, observed a nonconforming switch that was not related to the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on the assessment, the product met specifications at the time of release. The root cause of the reported can be attributed to a nonconforming figure of merit (fom) drift. It remains inconclusive, at this time how or when this specification became nonconforming. The manufacturer internal reference number is: (B)(4).